Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d2, d3, d9, g1, g3, g4, g6 and h2.corrected data: d2 & g4 additional information: d3, & d9.

Manufacturer narrative:
The customer did not provide contact information or the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Pcr confirmation testing was performed and generated positive results. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.